Event description:
It was reported that during an unk procedure, five malformed clips-scissored delivered. There was poor compression of the vessels. The five clips were removed and another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.